Event description:
It was reported that at the 12-month follow-up visit the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected smart charge value. No action was reported to be taken, and no adverse effects occurred. The s-ICD remains in service.

Manufacturer narrative:
The issues observed were an outcome of a warm firmware reset to address potential memory corruption behavior. However, there was no impact to device therapy.

Event description:
It was reported that at the 12-month follow-up visit the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an unexpected smart charge value. No action was reported to be taken. Additional information was received indicating the smart pass feature was disabled and no episode was stored. Engineering review of the device data determined the cause for both observations was the device performing a warm reset. The clinical study site confirmed that smart pass was programmed back on. No adverse patient effects were reported. The device remains implanted and in service.